Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. Upon removing the supplies after their treatment, a patient¿s caregiver discovered a fluid leak from within the cassette door of the cycler. The technical support representative advised the patient to discontinue use of the cycler. The patient had manual supplies to continue with their treatment without the cycler. The cause of the leak is unknown. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient discarded the cassette used at the time of the incident. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There was evidence of dried fluid present underneath the pump assembly. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A simulated treatment was initiated and completed on the cycler with no issues noted. The cause of the observed dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.